Manufacturer narrative:
Since the device was not returned to the MFR and a lot number was not provided, the MFR's investigation of this event was limited to a trend analysis on this cat number. A trend analysis was performed on similar reports involving this cat number and a trend was not identified. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints dept, clinical and sales rep. No further details are available. The MFR is now closing its file on this event.

Event description:
On 5/14/97, the facility nurse contacted the MFR sales rep. And reported that the needle seamed to get stuck in the patient's skin as it was being withdrawn from the device. The needle was out of the device and in the patient's skin. The facility nurse stated that there were no burrs on the needle. This event was distressing to the nurse and the patient. The needle was discarded after use.